Manufacturer narrative:
The device was tested on the bench, and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the ER after receiving hv therapy for af with rvr. The therapy did convert the rhythm. The patient had been on long term follow-up since the original device implant. The device had achieved eri and achieved eos prior to the event. The device was explanted and replaced. The patient was well.